Manufacturer narrative:
PMA/510k-this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+1.5/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. The surgeon reports a significant reduction of endothelial cell count (ecc). Reportedly, the ecc loss began prior to initial implant: 2841 on (B)(6) 2017 and 2379 on the date of surgery.